Event description:
Treatment of a left unruptured superior hypophyseal aneurysm measuring 45mm x 5mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 with no complications, but expired from an ipsilateral parenchymal hemorrhage two days later.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).